Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. A mitraclip xtw was inserted and placed on the mitral valve. When attempting to deploy the clip, while removing the lock line to approximately 15cm, resistance was encountered. The clip was able to be removed from the patient. While outside the patient, a knot was observed on the lock line. A new clip was then inserted and deployed on the mitral valve, reducing mr to trace. There was no clinically significant delay in the procedure.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, while the difficulty removing the lock line (physical resistance/sticking) appears to be the result of the knot (material deformation), a cause for how the knot formed could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.